Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on laparoscopic right hemicolectomy, while applying the device on the ascending colon and at the base of the hepatic flexure, the device did not fire. The surgeon was able to press the green button and squeeze handle the but the device did not fire. Another handle and reload were used to complete the case. There was no patient injury.